Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from low to 343 mg/dl. Suspected cause was due to the fill tubing sequence. Customer noticed that when the tubing was only filled with 9 units of insulin, customer experienced a low bg; bg value not provided. When tubing was filled with 12.2 units, customer experienced a bg up to 343 mg/dl. Troubleshooting could not be performed as the events had occurred in the past.